Event description:
The customer reported that the monitor went black. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.